Event description:
Healthcare professional reported a "left side deflation." Against a non-allergan device. Device remains implanted. Allergan reference no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).